Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2018 with complaints of discharge, erythema and tenderness at the driveline exit site and was admitted to the hospital for evaluation. The patient advised that the dressing change was done daily on monday, wednesday and friday; however, it was done 3 times that day prior due to excessive drainage. Additional information was requested, but not yet provided.